Event description:
Pt states that he purchased this electric wheelchair from (B)(6). Pt reports that when he began using it he noticed a product problem. Pt states that while in the chair he had nearly collided with an object even though he had turned the toggle switch to maneuver the wheelchair away from the object. Pt reports that he noticed a delay when pressing the toggle and that the wheelchair did not move immediately in the direction he was steering. Pt stated that he missed colliding into the object because it was further enough away from the object by the time the wheelchair turned. Pt states that he began researching the device and found that the device has a 3 second delay between when the toggle switch is pressed and the wheelchair responds. Pt states that he tried to contact the manufacturer but there was no number for customer support. Pt is concerned about this product issue and if there is a recall on the device.